Event description:
It was reported the patient was not able to remove the bubbles inside the disposable as inside the cassette was crinkled. Patient discarded the disposable. Patient was able to mix new cassette and successfully continue infusion. No further information provided. No patient injury.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the complaint will be reopened for further investigation.

Manufacturer narrative:
Based on the additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any reports associated with it.